Event description:
The recipient is reportedly experiencing intermittencies and loss of sound, external equipment was exchanged and programming adjustments were made, however the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool marks in the silicone overmold on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.